Manufacturer narrative:
(B)(4).

Event description:
The patient experienced a surging sensation at her implantable neurostimulator location. A manufacturer's representative read >3600 ohms on all electrode combinations that included electrode 4. The representative reprogrammed the ins without using electrode 4. Additional information has been requested, a follow-up report will be sent if additional information becomes available.